Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting a gradual rise in shocking impedance measurements which have exceeded 125 ohms. No additional testing was performed and no x-ray was performed. The physician did not want to perform defibrillation threshold testing (dft) and at configuration testing will be performed at the patient's next visit. No adverse patient effects were reported.